Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6a: implant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. A follow up will be performed and a potential lead revision is being discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized, and the lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. A follow up will be performed and a potential lead revision is being discussed. At this time, this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.